Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A good faith effort (gfe) performed confirmed there was still sound present. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
It was reported that the device indicates audio failures. The device was in clinical use. There was no report of patient or user harm. Good faith effort are being performed to get confirmation if there was still sound present.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24-sept-2016 so no UDI required.